Event description:
On (B)(6), 2008, the patient underwent treatment for a 5.7 cm abdominal aortic aneurysm with gore excluder aaa endoprostheses. The infrarenal aortic neck was short with a reverse taper. On (B)(6), 2010, the device migrated distally due to aneurysmal disease progression of the infrarenal aortic neck.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that the lot met all pre-release specification.